Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) at the customer site inspected the imx analyzer and found that the imx power supply and printer assembly were burnt. The fse identified that the probe was clogged but could not determine if there was leakage onto the printer circuit board and power supply. The fse replaced the probe, power supply and printer assembly and performed a boom calibration, dispense check, temperature calibration, meia photo check and meia carousel calibration. All checks and calibrations were within specifications. Abbott diagnostic equipment and accessories that are manufactured or shipped from the dallas site are certified to the appropriate us, canadian, and international safety standards. The objective of the safety standards for laboratory equipment is to ensure there is no spread of fire outside the equipment in normal conditions or in single fault condition. This objective is met though this current particular failure mode. A review was performed of this customer's service history record for imx instrument (B)(4) and showed no additional complaints for this issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The imx system operations manual ((B)(4)), provides instructions involving electrical hazards and provides an emergency shutdown procedure. Based on the current available information, no product malfunction was found for this issue. This is a final report.

Event description:
An abbott field service engineer (fse) was called to the customer site to resolve a leak that the customer found beneath the imx analyzer. While inspecting the analyzer, smoke was seen coming from the instrument in the area of the printer circuit board and power supply. There were no injuries or damage to the surrounding lab environment reported. The fse reported that the probe was clogged but did not appear to leak onto the printer circuit board or the power supply.

Manufacturer narrative:
(B)(4). Printer assembly ln: 3-04537-01; imx probe/electrode assembly ln: 8379-01.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.